Event description:
The hospital reported that during an endoscopic saphenous vein harvesting procedure, the top lens on the endoscope is cracked. The hospital finished the surgery with the same scope. No pt complications were reported by the hospital. Visual inspection in march, 2004 showed that the the distal lens on the returned endoscope was cracked. This is a reportable malfunction.